Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) with an implantable drug infusion device. The drug being delivered was unknown. The reason for use was also unknown. It was reported that the patient¿s pain pump was not working. She was having trouble regarding the device. The patient was unable to be transferredto patient and technical services as the office was closed at the time of the call. The patient was provided with the direct phone number for that department. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Product event summary #investigation summary - it was reported that the pain pump was not working. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient was contacted to investigate the cause of the pain pump not working. No further information had been received regarding the cause of the pain pump not working. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The cause of the pain pump not working was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was not getting any relief from the pump and she knew something was not right. It was reported that for about 4 months she would crawl into the doctor's office in tears telling them that the pump was not working and that she was in pain. It was found that the catheter was kinked and the rotor in the pump was messed up. It was noted that during refill appointments the pump still had all the old medication.